Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation, in used conditions, decontaminated and inside a plastic bag without its original packaging (picture 1). Visual inspection: sample received was inspected accordingly md01-003 in order to detect any damage in the product (picture 2). Results: per picture 2 under visual inspection no damage could be seen in the cassette or its components. Only the luer cap was missing. Functional testing: the sample unit was fill with colored water using a syringe following the IFU as10011380-002 rev 100 ?IFU, cassette, 21-7002? To detect any leakage (picture 3). Results: per picture 3, it could be seen a bubble of water coming out from the ay bag confirming the customer failure mode reported of leaking. Root cause: per CAPA-000713 opened on 09/oct/2020 it were identified the following root causes: 1.equipment failure: the bag sealer machine ID# bfm-2-1-001 was causing the weak seal condition on the joint of the tube with the bag, the generator of the equipment was identified. 2.procedure not followed: the two forms related to the procedures pm-1011 and pm-1026, for to register units with leak were not filling up, even that was identified the equipment malfunction, as well the method to test the units in both process was not followed as is required, forcing the equipment to release parts with potential leak condition. The following corrective action were implemented thru CAPA-000713, the current status of the CAPA is in voe (verification of effectiveness). 1.the rf generator of the bag sealer machine ID# bfm-2-1-001 was replaced on (B)(6) 2020. 2.update procedure pm-1011 ?cassette leak testing, install ffp clip and luer capping? To adequate better flow in the execution of the manufacturing activities was implemented on (B)(6) 2021. The cause of the reported problem was traced to the manufacturing process.

Event description:
Information was received regarding a cadd cassette reservoir. It was reported that the device was found to be leaking during the change of the cassette. Patient outcome is unknown.